Event description:
It was reported that an end user contracted a uti while using the hollister vapro pocket intermittent urinary catheter. It was further reported that the catheter does not glide in and out easily and it very sticky and that the new technology has a smell associated with it. He reported that within a couple of hours of the first usage, he experienced the uti symptoms including cloudy urine, leakage, low flow, small amount of bleeding, and not urinating as often. It was reported that he did not have a fever, a urinalysis or see a medical professional. It was reported that he called the doctor and was prescribed antibiotics over the phone. It was further reported that he has since finished the antibiotics and still has the same symptoms or sought medical intervention.

Manufacturer narrative:
Two possible lot numbers provided. The DHR review on both lot numbers were found to be complete and accurate. Sterilization records reviewed and found to be within validated ranges. Since the exact lot number is not known only the di information of the UDI is known. A causation between the hollister catheter usage and the end user's reported uti could not be established.